Manufacturer narrative:
A ge service representative performed an on site investigation. The general purpose operating system was identified as requiring replacement. The repair is currently pending.

Event description:
The field engineer reported that the system would not boot up. There is no report of patient injury associated with this event.